Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to excessive vaulting. Subsequently, the patient experienced elevated intraocular pressure. The lens was not exchanged for another lens. The patient's post-op best-corrected visual acuity was 20/40.

Manufacturer narrative:
Visual inspection of the returned product found pieces of lens haptic torn off. The lens was returned dry. Medical review - elevated iop in the presence of high vault early after icl implantation may occur due to: non patent/functioning iridectomies (too small, too peripheral and/or not fully permeable, blocked by viscoelastic), remaining viscoelastic in the posterior chamber, oversized icl with angle closure, too narrow angles/crowded ac due to small eye anatomy preoperatively, unexpected abnormal anatomy or tissue abnormalities (presence of iris/ciliary body cysts), malpositioned footplates, etc. According to use fmea (failure modes and effect analysis) it has been determined that excessive vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.). To prevent any of these complications from occurring, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect the outcome of the patient's vision. A review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. Based on the complaint history, work order search, medical review, device history record review and the evaluation of the returned product, a probable cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Manufacturer narrative:
(B)(4): evaluation:method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4): lens not returned.